Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, an opening on radius, and brown particles on the shell. A microscopic analysis was performed which identified: a striated opening on radius. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage.

Event description:
Healthcare professional reported right side "swelling and rupture." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported right side "swelling and rupture." The device remains implanted.